Manufacturer narrative:
To date, the patient is doing fine. It was not definitive whether or not the patient swallowed the crown. Historically, complaints of this nature indicate that if the part was swallowed, it will most likely pass naturally without incident. Upon the patient's return visit, the doctor cemented a new crown for the patient, without further incident. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Event description:
A doctor alleged that three (3) patients had experienced the debonding of restorations after placement with the nx3 and optibond xtr material. This is the first of three (3) reports.